Event description:
Consumer reported complaint for high blood glucose test results. Wife is calling on behalf of the customer. The customer feels well and did not report any symptoms. Customer was calling from the pharmacy. Customer stated they performed a blood test and after several hours of fasting had obtained a high result. Blood glucose test results of concern and the customer¿s expected blood glucose test result range were not provided. During the call, a back to back blood test was not performed by the customer. The test strips are expired: manufacturer¿s expiration date is 05/28/2018; product storage and open vial date were not provided. Customer stated that they will get new strips the meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-012: product expired. Note: manufacturer unable to contact customer in a follow-up call to ensure that the initial concern is resolved - customer did not provide contact information.